Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient received a heart transplant and was explanted. The medical center reached out and asked if they could have the patient's pump back as a demo for teaching. An explant kit and return shipping label were requested. The pump, once processed, should be returned to the medical center.

Event description:
It was reported that the site was unaware of any elevation on the transplant list due to therapy or device issues, and there were no reported device related issues.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device related issues. The patient was routinely transplanted on (B)(6)2023, and no issues related to the device or device therapy were reported. (B)(6) was returned assembled with the pump cable cut approximately 13¿ from the pump header (figure 1). The distal end of the pump cable and the modular cable were also returned. Approximately 6¿ of the sealed outflow graft was returned attached to the pump cover outlet port with the bend relief engaged to the graft hardware. The cuff lock had been disengaged prior to the pump¿s return for evaluation. The apical cuff had been removed and was not returned. Evaluation of the sealed inflow and outflow conduits revealed no evidence of developed or adhered depositions or thrombus formations that would contribute to a functional issue. Upon disassembly of the pump body, examination of the blood-contacting surfaces revealed no developed depositions or thrombus formations. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The left ventricular assist device (lvad) event and periodic log files retrieved from the returned device appeared to capture the device functioning as intended. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.